Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, document are currently available. The heartmate 3 lvas instructions for use (IFU) lists arrhythmia, bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, as well as the patient handbook, also provide information regarding how to prevent infection. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, bleeding and infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ a specific cause and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia, infection, bleeding, and patient conditions cannot be conclusively determined through this evaluation. Additional information received from the customer reported that all the events were resolved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient sustained a wide complex irregular tachycardia at 15:11 on (B)(6) 2021. Cardiology electrophysiology was consulted to evaluate the patient. The patient's heart rate was in the 180 bpm range while baseline was 110-120. The patient had a medtronic cardiac resynchronization therapy defibrillator (crt-d) implanted since (B)(6) 2011. Interrogation showed atrial fibrillation with rapid ventricular response and aberrant conduction, with no ventricular tachycardia detected. The patient was biventricular paced. Intravenous amiodarone was initiated, and the arrhythmia resolved. There were no device issues or symptoms associated with the arrhythmia. On (B)(6) 2021, the patient was noted to have hypothermia (35.3 degrees c), and leukocytosis with a white blood cell count of 21.5 and 24. No source of infection was determined, and the patient was empirically/prophylactically treated with intravenous antibiotics until (B)(6) 2021, when the infection resolved. A computed tomography scan revealed pericardial hematomas at the anterior mediastinum and right minor pectoralis. Intravenous heparin was stopped due to bleeding. The patient returned to the operating room on (B)(6) 2021 for a washout, and the bleeding event was resolved.